Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a cubie failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 4.1 was not recovering and all cubies was off. A field service engineer reseated all the drawer cubies and reseated the row board cable at drawer printed circuit board assembly (pcba), but drawer status was blinking and indicated unable to connect to bus. Later fse reseated row board cable at drawer board and tested in diagnostics. The system functioned as intended after the field service engineer repaired the device.